Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13july2019. The customer troubleshoot with technical support and was provided with the part number and price for the flow sensor assembly. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that during performance verification testing the ventilator flow was reading low. There was no patient involvement at the time of the event. The event date was not specified, estimate used.